Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: the customer called to report that their freestyle libre 3 plus sensor was on the adc recall list that they have received. There were no reports of any issue related with an adc device. Adc customer service was unable to contact the customer to gain additional details regarding this event as no contact details were provided. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.